Event description:
Patient changed out his controller due to it smoking and feeling very hot; his back up controller was then operating in back up mode. He was issued 2 new controllers from our facility upon arrival.